Event description:
Technician alleged that right siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found the right siderail end tube is missing and the top rail ratchet rivets are missing also. The technician replaced the ratchet rivets and the end tube on the right siderail to resolve the issue.